Event description:
It was reported they were getting only a partial image, which resulted in the patient having to be re-exposed. It was found the grid was having trouble retracting. Once this was replaced, the unit is working as intended.